Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Occupation is patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method.  The laboratory result at 11:00 am was 3.27 inr. The meter result at 2:15 pm was 4.6 inr. The patient then went to the coumadin clinic which uses the same model as the reporter's meter. The meter result from the clinic at 4:00 pm was 4.5 inr. The therapeutic range is 3.0-4.0 inr and testing is performed weekly.